Event description:
As reported, when connecting a y connector to the yellow luer hub of a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter, the luer hub cracks. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned as expected.

Manufacturer narrative:
The device received was confirmed to be an incorrect device. The reported device was not returned for evaluation. Complaint conclusion: as reported, the yellow luer hub of a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter cracked while connecting it to a y connector. There were no reported injuries to the patient. Without the return of the device or images for analysis, the reported customer event ¿luer hub-cracked¿ could not be confirmed. Shipping, storage or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition is suitable for the specific procedure.¿ based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. H3 other text : the device received was confirmed to be an incorrect device. The reported device was not returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, when connecting a y connector to the yellow luer hub of a 6f 100cm judkins right (jr) 4 vista brite tip guiding catheter, the luer hub cracks. There were no reported injuries to the patient and the device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.